Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the extravascular lead. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (serial: (B)(6); product type: 0235-ICD; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, two tunneling attempts were needed to place the extravascular (ev) lead as the first tunneling attempt ended with the lead flipped so the lead was removed and retunnelled. After the extravascular implantable cardioverter defibrillator (ev-ICD) was placed, all checks were within normal limits. Defibrillation threshold (dft) testing was performed which failed at 30 joules. On review of a chest x-ray, air was noticed around ring 2 and coil 2. Dft testing was performed at 35 joules which was successful. Oversensing of noise was observed due to the air, especially when the patient was transferred. The patient was checked the following day, in which no further noise episodes were observed. Chest x-rays were reviewed and no change in lead position was noted. The ev lead remains in use. No patient complications have been reported as a result of this event.